Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and passed successfully with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set experienced a no flow. This occurred after the device was fully spiked into a bag and before patient use. The air port was then opened, and still no flow was observed. The report indicated that the issue was with the secondary set as the primary bag flowed, and when the secondary set was replaced, flow started immediately. There was no patient involvement. No additional information is available.